Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate after loading the cartridge with 250 units of insulin. There was no reported impact to the customer's blood glucose level. The customer declined to upload pump data and would continued to use the pump for insulin therapy.